Manufacturer narrative:
This report is submitted on april 21, 2022.

Event description:
Per the clinic, the patient experienced a tip foldover. The device was explanted on (B)(6) 2022, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 24, 2022.